Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, sterile water was injected into foley catheter, but the water could not be completely removed during drainage. When the sales department tried the same thing, they applied pressure and pulled the syringe, but the water was not completely removed, and the foley catheter balloon remained inflated. Difficult to drain water.

Event description:
It was reported that during the pre-test, sterile water was injected into foley catheter, but the water could not be completely removed during drainage. When the sales department tried the same thing, they applied pressure and pulled the syringe, but the water was not completely removed, and the foley catheter balloon remained inflated. Difficult to drain water.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Balloon concentricity ok. With return syringe attached the balloon deflated passively in under 5 min: 1 min 13 sec. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.